Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified accu-fine 32g 4mm needle there was a clog in 20 of the needles where no insulin came out.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A DHR cannot be requested for needle clog due to an unknown lot #. Root cause is undetermined.

Event description:
It was reported with the use of the unspecified accu-fine 32g 4mm needle there was a clog in 20 of the needles where no insulin came out.

Event description:
It was reported with the use of the unspecified accu-fine 32g 4mm needle there was a clog in 20 of the needles where no insulin came out.

Manufacturer narrative:
Investigation summary: fifty three sealed and two open 32g x 4mm pen needle samples were returned from lot. No. 8058900 cat. No. 320678. Visual examination was carried out on the two opened samples and one sample was bent at the non patient end. A clog test was carried out on the second opened sample and the fifty three sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.